Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with the ilet display reading high and a fingerstick value of 401 mg/dl while using a contact detach steel infusion set temporarily in place of their usual teflon set and also reported reuse of a connector piece pending new supplies. Customer care provided support that included user troubleshooting and education with supply replacement arranged. Investigation of this case revealed an undetermined cause of hyperglycemia with possible infusion set or connectivity contribution not confirmed. Symptoms include nausea and dry mouth during the event. Outcomes included no hospitalization. It was concluded that the event was user-reported hyperglycemia with cause unclear and no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.